Manufacturer narrative:
As reported, the event date is unknown. As a result, the 1st day of the year has been entered as the event date under the b3. Date of event field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used during the procedure. The sheath got flushed right in the beginning and was also flushed during the whole procedure. Heparin was used as they were also on the left side in the heart. After approximately 40 minutes, the hub released air inside the sheath that they could not remove entirely from the sheath. They then had to remove the sheath and replace it with a new one. No patient consequence was reported. Additional information was received. There was no physical damage on the hub/valve. It was not reported that air was being introduced into the patient. The physician aspirated the sheath but was not sure they eliminated all bubbles. No medical intervention reported. It was not reported if the patient exhibited any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable for air flowed back into the side port issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-mar-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flowed back into the side port issue occurred. The device evaluation was completed on 04-apr-2023. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and an irrigation test of the side port. Visual analysis of the returned sample revealed reddish material in the hub area. No damage was observed on the device. The returned sample was connected to a syringe with water and no leakage was observed. Then, the irrigation test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer could not be replicated. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).